Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device

Event description:
It was reported by the surgeon that the patient's generator was replaced in 2012 due to infection. The device history records of the generator was reviewed. Sterilization of the generator prior to release was verified. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: the initial MDR inadvertently didn't report that the surgery was initially reported as prophylactic replacement in 2012.

Event description:
The patient's generator replacement was originally reported in 2012 as a prophylactic replacement. Operative notes were received from the patient's generator replacement in 2012. There was no indication of infection in the notes, which is in alignment with the original report.